Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
It was reported that after the use of the cassette, an under delivery of medical fluid was observed. The pump was used together with the cassette. 30 ml of medical fluid was left undelivered in this event while usually 15-16 ml was supposed to remain in it after the delivery. There was no patient injury.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: nine samples were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the samples were visually inspected at a distance of 12 to 16 inches under normal condition of illumination and no damage, scuffs, pinch marks, cracks, crazing or cuts were found that could have contributed to the reported issue. The customer reported problem was not duplicated during the investigation as all returned samples passed the delivery accuracy test performed. Root cause of the reported event is unknown and could not be determined since the complaint was not confirmed and the delivery test passed. No actions are taken since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.